Manufacturer narrative:
A review of synthes device history records for manufacturing revealed no complaint related issues. Manufacturing and inspection records indicated no problems with the lot in question.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the extraction screw for the pfna blade broke during removal. This report is 1 of 1 for (B)(4).